Manufacturer narrative:
(B)(4). Batch #: t93r6v. Device analysis: the device was received with the top of the I-blade upper tip broken off not returned. In addition, no damaged at the jaws were observed as reported. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Photo analysis: the image provided by the customer is that of the distal jaw of what appears to be an nseal device. A closer look at the clamp arm interface shows that the iblade upper tip was broken off. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that the jaw of the device cannot be opened and closed properly during the surgery. It was observed the I-blade of the upper jaw and the hinge joint were damaged, therefore the jaw cannot be controlled by the handle normally. The surgery was completed by opening a new pack of the same device. There were no patient consequences.